Manufacturer narrative:
The service rep replaced the battery pack. System operating as intended.

Event description:
The customer reported the charger failed and system is totally down. No pt injury was reported.